Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-dec-2019 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, all keypad buttons responded appropriately. The keypad was removed and no evidence of contamination was found under button contacts. The keypad was removed and no button defects were observed. Unrelated to the complaint, investigation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.